Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-12170. It was reported the pt felt pain, tightness and pressure at the ipg site and going down her arm within 10 minutes of charging. She has this sensation with stimulation off or on. The pt admitted to the hospital for chest pain. The pt also reports the charger gets very warm. Reportedly, the charger needs recharging after 1-2 hours of use. The physician reportedly advised the pt to charge more frequently, for five minutes at a time. On (B)(6) 2012, the pt reported the chest pain is constant. She charges 2-3 minutes a night until the pain becomes unbearable. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.